Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected the patient's arrhythmia as supra ventricular tachycardia (svt) when the physician deemed it ventricular tachycardia (vt) and the device withheld therapy. The device remains in use. No patient complications have been reported as a result of this event.